Event description:
The patient desaturated. The patient was unable to trigger the ventilator. The ventilator did not read failure and did not alarm. An expiratory cassette leak was the cause of the trigger failure. It is uncertain why the ventilator did not read failure.biomed evaluation: expiratory cassette leak was cause of trigger failure. Uncertain why ventilator did not read failure.